Event description:
It was reported that (1) device was used during an endoscopic vein harvesting procedure. It was reported by the rep that while dissecting out the saphenous vein during a coronary artery bypass graft, the end of the "svvd", out of the ftv03 kit, snapped off. A new kit was opened after the broken piece was retrieved. The procedure was completed without further incident. There was no consequence to the pt.